Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set leaked during peritoneal dialysis therapy. This event occurred during use with patient involvement. The patient stated they had not seen anything wrong with the cassette; approximately two minutes into therapy the care giver noticed the patient extension set was leaking due to a hole in the tubing. The patient advised the box of extension sets had arrived crushed. The renal therapy service agent advised the patient to end therapy on the device and start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.